Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer's father reported that the insulin pump suspending randomly. Customer stated the insulin pump suspending itself without then knowing and without the black circle on the screen. When they go to bolus and presses act button it would show already suspended. Customer stated wanted insulin pump replacement. No further information provided.